Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently between (B)(6) 2026 and (B)(6) 2026. The sensor was inserted into the abdomen on (B)(6) 2026. Data was provided for investigation. The allegation was confirmed due to the finding of inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently within the investigation window. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the d zone of the parkes error grid. No serious or prolonged patient harm or medical intervention was reported.

Event description:
Subsequent to the initial MDR, a correction is required

Manufacturer narrative:
D10 concomitant medical products - event date - correction